Manufacturer narrative:
(B)(4). Information unavailable. What was done to address the stricture? Balloon dilated patient on (B)(6). Does surgeon routinely use a 25mm? Occasionally. Were there any performance issues during the initial procedure? None. Did the patient have a small canal? Yes. Did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. Has the patient undergone any radiation or chemo therapy? Unknown. Is there any additional information you would like to share relative to the issue? No. What is the patients present condition? Patient had 3 bowel movements (B)(6). Are there any x-rays and/or picture available for analysis? No.

Event description:
It was reported that after a laparoscopic sigmoid resection procedure, patient presented one month post op with inflammation and 5mm stricture. Doctor conducted two cat scans with contrast to determine stricture at anastomosis. Doctor completed scope on (B)(6) 2013. Surgery went well. Green contour was used for transection and 25mm circular. No leaks intra op and donuts were complete. Device was discarded.